Event description:
As reported per the edwards clinical specialist, during a transfemoral transcatheter aortic valve replacement (tavr) procedure, after the valve was successfully deployed and the 22 fr rf3 sheath was removed, it was found that the patient had a right common iliac dissection. A 10x10 viabahn covered stent was deployed to repair the dissection. With the patient was stable post procedure. Additional investigation revealed the following: the minimum luminal diameter of the access vessel was reported as 9.0mm, but the minimum luminal diameter of the vessel at the location of the dissection is unknown. The vessel was described as mildly tortuous. Per report, the event was not caused by a device malfunction. Also, no difficulty was noted when inserting the sheath.

Manufacturer narrative:
The sheath was not returned for evaluation as it was reported that there were no issues with the device. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The edwards sapien/rf3 training manual instructs on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The physician training manual also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The minimum required vessel diameter for a 22 fr sheath is 7mm. In this case, the access vessel's minimum luminal diameter was 9.0 mm, and the vessels were noted to be mildly tortuous. The root cause of the reported right common iliac dissection cannot be confirmed. The vessel size was adequate, and there was no significant calcification or tortuosity noted. It is possible that calcium and/or vessel tortuosity that was not appreciable on prescreening imaging could have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.